Event description:
It was reported that, during a tkr surgery, while setting up the equipment it was difficult to insert the drill into the handpiece: the drill guide support was bent. The handpiece could home after doing handpiece characterization twice and pushing on the end of the drill when it started to move forward. It was checked that the bur was even with the line on the point probe before proceeding. The handpiece worked as expected for the remainder of the case. Surgery started late 15 min. The patient was not harmed.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that they had difficulty inserting the drill into the handpiece and the drill guide support was bent. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.